Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type 3b endoleak of the bifurcated stent graft, and identified sac growth of 28 mm. The procedure related harms identified was a prolonged hospitalization. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was reported discharged home twelve (12) days post operative following a successful endovascular repair. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four and a half (4.5) years post initial procedure, the patient presented emergently with abdominal pain and a type iiib endoleak. The physician elected to treat the patient by implanting a bifurcated afx2 device on (B)(6) 2019. The endoleak was confirmed resolved and the patient is reportedly stable. As of date, there have been no additional patient sequelae reported. Additional information: clinical identified sac growth of 28 mm during review of the post implant computed tomography (CT) scan. Final patient status was reported discharged home twelve (12) days post procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four and a half (4.5) years post initial procedure, the patient presented emergently with abdominal pain and a type iiib endoleak. The physician elected to treat the patient by implanting a bifurcated afx2 device on (B)(6) 2019. The endoleak was confirmed resolved and the patient is reportedly stable. As of date, there have been no additional patient sequelae reported.